Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "pt had revision due to pain". The exact implantation date was not provided, however, it was indicated that the reported device was implanted in 2001.